Event description:
It was reported that during a stapled tah procedure, on the seventh firing which included a portion of the cervix and cardinal ligament, the firing trigger broke on the third stroke. There was no adverse consequence to the patient.

Manufacturer narrative:
Damaged pawl pin.evaluation summary - the analysis results found that one device was returned with the firing mechanism damaged and with no reload present. The returned device was disassembled to verify the condition of the internal components and the firing shuttle was noted to be disengaged, causing the firing mechanism not to properly operate. No functional test could be performed. The firing shuttle can become disengaged if the device is fired on tissue thicker than indicated. As a result, the device will not perform as intended. It should be noted that 100% inspections take place during the manufacturing process to ensure the device meets the required specifications. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.